Event description:
It was reported that when interrogating the vns, message was seen stating "current not delivered" and error code 254 was also seen when performing system diagnostics. The patient is also experiencing an increase in seizures and cannot feel stimulation. Tablet data was provided. Review of the tablet data revealed that reed switch had been working properly at the beginning of life but became stuck. No known surgical intervention has occurred to date. No additional relevant information has been received to date.